Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient wanted to know what they needed to do if the ins needed to be replaced. The patient stated for about 6 months, prior to (B)(6)2020, the ins took all day to recharge and then the ins died. The patient was redirected to follow up with their healthcare provider. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 15, 2020. It was reported that for about 6 months they have had a problem with charging the device; it was taking 2-3 days to charge the ins to full and then the ins would go dead. They were redirected back to their doctor to have the device checked. The patient responded to the follow up letter they received regarding this event. They provided their weight at the time of the event. They did not know of any factors or circumstances that may have caused the recharging issue, but noted they have had the device for about 5 years. The steps they had taken to try and resolve the recharging issue was that they tried to charge a little each day. It was noted the patient couldn't walk around while recharging and then they stopped charging as often. The patient reported they were going to try and see their doctor and a manufacturer representative (rep) later that day.